Event description:
Complainant alleged that while attempting to defibrillate a 65-year-old female patient, the device prompted a "unit failed" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. Log data confirmed that the device experienced an mcu self-test timeout, causing it to enter CPR-only mode. A soft power reset appears to have resolved the issue based on the log. No malfunction was found during testing of the device; the device passed all testing successfully, was recertified, and returned to the customer. Analysis of reports of this type has not identified an increase in trend.